Event description:
It was reported the connectors and case were broken. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case, lower case, and ventricular connector were broken. It was also noted that the side bail covers and ring cover were broken, the lead flex cover and battery release were contaminated, the keyboard was scratched and the liquid crystal display (lcd) and main printed circuit board (pcb) were out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.